Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) was consulted and provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.